Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on six occasions the mobile programmer displayed an error message along with a white screen and powered off when the user was trying to do a threshold test. An alternative programmer was used it to complete the cases. No patient complications have been reported as a result of this event.